Manufacturer narrative:
Product ID, 8731 lot# b006425n29 serial# implanted: 2004 (B)(6), explanted: 2009 (B)(6). Product type catheter. (B)(4).96

Event description:
It was reported that there was an occlusion in the catheter. A catheter access port (cap) contrast dye study was performed on (B)(6) 2008 and found that the fluid was unable to be aspirated. The catheter was replaced on (B)(6) 2009. It was also reported that the patient experienced increased pain and poor pain control due to the occlusion. The medication used in the pump was not given. The issue was resolved and the patient recovered without sequelae.